Event description:
A customer reported an issue with a usb port being exposed, cartridges not locking in, a wake button that fell off, and error messages when attempting to charge. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.